Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the fenestrated bipolar forceps had a piece of cable that was sticking out from the wrist. Backup instrument was used to resolve the issue. There were no delays. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.